Event description:
It was reported that the competitor's wire was stuck inside the lead when physician tried to withdraw it. The physician decided to cut the wire and left it inside the lead. Lead is working as intended and no further issues have been noted since the implant procedure. Patient was in stable condition.